Event description:
Baxter reports the transfer set was installed in june 2003 and changed in july due to a crack that occurred on the light blue mainbody and a clamp malfunction. Noted during use. The pt does not apply any disinfectant to the transfer set and performs 4 manual exchanges daily. No pt injury or medical intervention reported per baxter affiliate.